Manufacturer narrative:
The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. Although the patient did not go to the ER or contact her physician due to the issue with the meter, the complaint is being reported because the patient alleges that she has had several hypoglycemic episodes following taking insulin based on the meter results.

Event description:
The lay user / patient contacted lifescan (lfs) on january 31, 2007, alleging erratic readings on her one touch ultrasmart meter. Patient has been insulin dependent for the past 30 years and tests 8-12x a day. Patient alleges she went into "insulin shock" 12 times in the past 10 days; she claims in the "last 10 days this meter had almost killed me." She did not seek any medical attention and did not contact her physician due to the issue with the meter. Due to the issue with her ultrasmart meter she has started to rely on her one touch profile meter starting today. She claims to have had three "insulin shock" episodes at work in the past two weeks. She did not recall the dates or times of the incidents; however, claims that all three incidents were the same: within a 1.5 hour after taking insulin she would have a "bad insulin reaction." In one particular incident (unspecified date and time), the patient took a sliding scale of humalog based on the meter result. Patient did not recall the reading. Around 1.5 hours later, she "bottomed out;" a co-worker tested her blood glucose on one of her lfs meters (she has a profile and a basic meter) and obtained a 35 mg/dl. She does not know which meter her co-worker tested her, but claims the 35 mg/dl was not on the ultra 2 meter. Patient regained consciousness and drank 2 cans of soda and ate 3 large chocolate chip cookies. She retested either on the profile or basic meter and obtained a 58 mg/dl and later a 91 mg/dl. She did not go to the hospital or contact her physician due to the incident. It would have been helpful to know her sliding scale insulin prior to the event. The last time the patient visited her physician was on january 13, 2007, where she had scheduled physician's appointment with her endocrinologist at 8:30 am and her diabetes regimen was not changed. The patient did not recall readings prior to any of the events, since she tests 8-12x a day. On the morning of january 31, 2007, she compared her profile meter (117 mg/dl) to her ultrasmart meter (202 mg/dl) and was asymptomatic. She would have taken 3 units of insulin based on the 202 mg/dl reading, but instead took no insulin based on her profile meter results. On january 28, 2007, at 8:23 am, she ran back-to-back tests on the ultrasmart meter and obtained readings she felt were erratic. Readings were as follows: 243 mg/dl, 266 mg/dl and 298 mg/dl all taken less than 10 minutes from one another. She was asymptomatic at the time of testing. She did not seek any medical attention or contact her physician for assistance. She had already taken her set amount of lantus prior to the readings. She thinks she had a reaction that day; however, is unsure. She was unable to provide any further clinical information to mas.